Event description:
The letter alleges the consumer was in the process of being transferred, part of the hydraulic lift allegedly failed, causing the consumer to be dropped to the floor, resulting in a broken femur and pelvis. Serious injury is alleged.

Manufacturer narrative:
Manufacturer received a letter from an insurance company indicating a lift had been involved in a patients injury. Manufacturer contacted the insurance company and was provided a model number of the alleged device on 01/16/2008. Details of when the event had actually occurred are unclear. No serial number of alleged device has been provided. No additional information has been provided. And the current location of the lift is unknown by the dealer and insurance company. MDR filed as a conservative measure based on detailed injury claim.